Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid".

Event description:
Patient reported left side "fluid" ultrasound confirmed. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional later reported capsular contracture baker grade iii and "biocell replacements". The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional later reported capsular contracture baker grade iii and "biocell replacements". The device has been explanted.